Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 5.0 mg/ml; 0.4696 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was approximately (B)(6) 2011. It was reported the pump that the patient had inside her right now was as big as a "water can". The pump had been hurting the patient since implant. The pump gets caught on her hip and was so uncomfortable. The pump makes her want to throw up sometimes when it gets twisted the wrong way and the pump did make her throw up once. When the patient throws up it was twisted up by her belly button. It gets real tight and there was no room for the pump. The patient was (B)(6) and very little with little hips. The patient could not wear anything tight around her waist. When the doctor put the pump in they told her they can put the leads higher but the patient had no pain control. The patient had 2 fusions prior to having the pump; one in the neck and one in the lower back and was getting no pain control in those two areas. The patient¿s neck ¿can be as bad¿ and her back sometimes with the pain. The patient was directed to follow up with the hcp. The patient was on a small dose of oral medication. No further complications were reported.